Event description:
On (B)(6) 2012, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2013 (exact date unknown), follow up computed tomography angiography (cta) revealed a short proximal neck measuring 7-8 mm, a proximal type I endoleak associated with the trunk, and aneurysm enlargement of an undetermined amount. It was reported the proximal type I endoleak was caused by implanting the trunk in a short proximal neck, leading to poor proximal wall apposition. On (B)(6) 2013, an aortic extender component was implanted for proximal extension on the trunk. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.